Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated d4: the UDI is not known as the part and lot number were not provided.

Event description:
It was noted that the unspecified abbott guide wire was stuck to an unspecified non-abbott device. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to difficulty removing the guide wire include, but are not limited to, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the guide wire which likely led to the reported kink in the guide wire. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent, to the report filed the guide wire was noted to be kinked and damaged. No additional information was provided.